Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the trail extractor was broken at the end of surgery when doing the final trial. Surgeon heard the break and then noted damage to one side. Surgeon found broken pieces and assessed all parts were removed and the break was complete. Scrub nurse double confirmed. This delayed the surgery <10 mins. The parts were placed in a separate container to the side to ensure note used. Fragments that were generated were easily removed without additional intervention. Procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the trail extractor from shims and general tray was broken at the end of surgery when doing the final trial. Surgeon heard the broke and then noted damage to one side. Surgeon found broken pieces and assessed all parts were removed and the break was complete. Scrub nurse double confirmed. This delayed the surgery <10 mins. The parts were placed in a separate bright yellow container to the side to ensure note used. I discussed with the head theatre nurse and with their kit coordinator arnell that tray needed to tag and removed from use. Asked to decontaminate the handle and place aside for me. Asked to let me know when ready. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the attune tibial trial extractor had normal signs of use, additionally, one of the prongs is broken. The broken fragment was not returned for evaluation. Potential cause can be attributed to unintended use error, specifically the application of excessive force in a prying motion and material overload during use. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot), d9, d10, h4 corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.